Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per paper by gofton, et al., "a single-center experience with a titanium neck total hip arthroplasty." In journal of arthroplasty, 2017: allegedly the female patient was revised for recurrent dislocation, 7. 1 days post-operatively. The patient was (B)(6) old at the initial surgery, with degenerative osteo-arthritis and a bmi of 26.6. The patient was implanted with a short ar/vv ti modular neck, a 36 mm femoral head, and a profemut® tl modular stem. The patient was revised with isolated revision of the acetabular component for mal-positioning.